Event description:
The customer complained that, during routine testing, device would not operate on battery and the red service light on.

Manufacturer narrative:
Medtronic continues to investigate the reported event.